Manufacturer narrative:
The customer reports discordant reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) lot 176 results on a patient sample relative to alternate method testing. The initial discordant result was reported to the patient. The patient was known to be negative in 2024; therefore, the sample was retested by the customer and result was positive. Sample was also sent to 2 other labs, and the results were negative and believed to be correct. The negative result was reported. There are no allegations of patient or user intervention or adverse health consequences due to the event. Quality control (qc) results were within acceptable ranges at the time of testing. For troubleshooting, an historical sample that resulted negative on atellica im on (B)(6) 2025 was retested at the customer site with lot 176 and resulted positive. Sample was also tested at another lab with lot 177 and was negative. Siemens is investigating. Note: per section g3 / g4, PMA/510(k)number = p100039-s005_p100039-s016.

Event description:
The customer reports discordant reactive (positive) atellica im anti-hepatitis b surface antigen 2 (ahbs2) lot 176 results on a patient sample relative to alternate method testing. The initial discordant result was reported to the patient. The patient was known to be negative in 2024, therefore the sample was retested by the customer and result was positive. Sample was also sent to 2 other labs, and the results were negative and believed to be correct. The negative result was reported. There are no allegations of patient or user intervention or adverse health consequences due to the event.